Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a missing end cap sticker. No number ramping or scroll bar anomalies were noted on the display.

Event description:
Customer's mother reported that the numbers on the display of the insulin pump began to scroll uncontrollably during a bolus. She stated that she pressed the act button and then received a button error alarm. The blood glucose reading was 74 mg/dl and customer was treated with lunch. The blood glucose was brought up to 84 mg/dl. She did not recall any significant event leading to the alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.